Event description:
Surgeon placed bioraptor knotless x 2. Anchors appeared to be seated correctly and holding tissue firmly. Surgeon manipulated shoulder and 1 suture pulled out of the anchor. Anchor remained firmly seated but was not holding the suture. Surgeon reinforced repair with an osteoraptor 2.9. The doctor used a 2.9 spade tip drill bit. The anchor remained secure in bone it was suture that came loose. The patient bone quality was average. He has tore his rotate cuff about a year ago and when the doctor was examining the rotate cuff repair and then came back the suture in one of two anchors was loose. He has supinated the arm and I was not sure if the strain would have cause the suture to unseat. Additionally only one limb of site became loose, but after pulling on the remaining suture did finally come loose anchor stayed in place.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).